Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station cath_ac1 was unable to connect in rss and was not syncing with the server. The station displayed an ¿unknown device¿ message and prompted for server details. It was reported that the station had been moved to a new location prior to the issue occurring. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station unable to connect in remote support service (rss). The field service engineer (fse) disabled the firewall and successfully synced the station. The station was then able to log in without issues. System functionality was confirmed after the sync. The system functioned as intended after the field service engineer (fse) resolved the issue.